Event description:
It was reported the patient had their lead explanted due to a fracture and pain during their trial. The patient experienced their bandage coming off and had a red light on their remote control. Troubleshooting was attempted and it was suspected the cable disconnected. The physician checked under the bandage and discovered the pne was fractured. The physician attempted to remove and fix the lead and dressings, but the lead had already broken off under the patient's skin. Then the physician explanted the lead. The patient was scheduled for another stage 1 trial, but they declined to move forward.

Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1601 serial number: (B)(6). Batch/lot number: ae1s840625 model/catalog description: trial stimulator unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block h11: investigation details: the device was returned for analysis. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed the events of discomfort, pain and fracture were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Cause not established conclusion code was selected for the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem for the trial stimulator.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, trial stimulator: (B)(4).

Event description:
It was reported the patient had their lead explanted due to a fracture and pain during their trial. The patient experienced their bandage coming off and had a red light on their remote control. Troubleshooting was attempted and it was suspected the cable disconnected. The physician checked under the bandage and discovered the pne was fractured. The physician attempted to remove and fix the lead and dressings, but the lead had already broken off under the patient's skin. Then the physician explanted the lead. The patient was scheduled for another stage 1 trial, but they declined to move forward.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, trial stimulator: (B)(4). Correction: block h6: device codes.

Event description:
It was reported the patient had their lead explanted due to a fracture and pain during their trial. The patient experienced their bandage coming off and had a red light on their remote control. Troubleshooting was attempted and it was suspected the cable disconnected. The physician checked under the bandage and discovered the pne was fractured. The physician attempted to remove and fix the lead and dressings, but the lead had already broken off under the patient's skin. Then the physician explanted the lead. The patient was scheduled for another stage 1 trial, but they declined to move forward.